Manufacturer narrative:
The patient underwent mesh implantation on (B)(6) 2008 due to mixed urinary incontinence, prolapse, cystocele, and rectocele. The patient experienced pain, bleeding, urinary tract infections, erosion, dyspareunia, and incontinence. It was reported that patient underwent revision of vaginal mesh at cuff and left vaginal "sulcrus" on (B)(6) 2012. (B)(4)..

Manufacturer narrative:
It was reported that the patient underwent mesh revision on (B)(6) 2010. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2008 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue, urinary tract infections and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-02201. The same patient is represented in each medwatch.